Event description:
Boston scientific received information that during the initial implant procedure; during removal of the delivery system, this left ventricular lead was pulled back slightly. However, the decision was made to leave the lead implanted as is. One day post implant, lead dislodgement was confirmed. The decision was then made to deactivate the left ventricular lead and leave it implanted. No adverse patient effects were reported.

Manufacturer narrative:
The left ventricular lead was deactivated and remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.